Event description:
The complaint is classified based upon info the pt/layperson gave the customer care advocate, cca, in 2008. The pt alleged her onetouch ultra prompted an error 2 on that day followed by a symptom of sweating. ER 2 indicates a used strip was inserted into the meter or there is a problem with the meter. On the same day at a time not provided (whether before or immediately after the er2), the pt also obtained a lo prompt that indicates ones blood glucose is less than 20 mg/dl. One hour after the er2, the pt obtained 156 mg/dl. No medical intervention was reported. The product was in range with control solution and the cca resolved the er2 complaint. The cca replaced all products. Because the pt allegedly obtain an ER 2 message when testing followed by a symptom that can be associated with severe hypoglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.